Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out of the puncture site during use. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU) during a percutaneous coronary intervention procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician was trained and experienced with the device. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. A non-cordis 7f vascular sheath introducer was used. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. It was unknown whether the indicator wire loop was deployed or visible when the device was removed from the patient. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out of the puncture site during use. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU) during a percutaneous coronary intervention procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician was trained and experienced with the device. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. A non-cordis 7f vascular sheath introducer was used. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was received not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Additionally, the indicator window was received in the black/white position. During the visual analysis, a kinked condition was observed on the delivery shaft, located 5 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement obtained was found to be within specification. A deployment simulation evaluation was performed after the guard was locked and the indicator wire was deployed. The indicator wire was pulled until the indicator window reached the black/black position, after which the deployment lever was fully depressed. The expected indicator wire retraction was achieved. Additionally, the indicator window successfully transitioned to the black/white/red position as expected. No anomalies were perceived during the evaluation, confirming that the deployment lever operated smoothly and as intended. A high magnification microscopic evaluation was performed on the internal mechanics area. During the analysis, no abnormal conditions or evidence of damaged internal components were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. A kink was noted on the delivery shaft. Based on the available information and product analysis, user-related factors (potential use error) may have contributed to the reported issue of no change in the indicator window. The device was received with the indicator wire cowling guard not depressed and the indicator wire not deployed. This condition does not align with the customer¿s description of the event. During functional analysis, once the indicator wire cowling guard was depressed, the indicator wire deployed as designed. If the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, which then triggers the indicator window to transition and indicate device deployment. Without indicator wire deployment, this transition would not occur. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.